Manufacturer narrative:
(B) (6). The complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.

Event description:
It was reported to boston scientific corporation that the reason the physician snipped the lateral mesh legs during the follow-up procedure on (B) (6) 2010 was to release tension. The physician was successful in snipping the lateral mesh legs, but still has not seen the patient since the intervention and he believes that the patient is fine because he still has not heard back from her.

Event description:
It was reported to boston scientific corporation that during an anterior pelvic floor repair procedure using a pinnacle anterior/apical pfr kit, performed in (B) (6) 2008 (exact date unknown), the physician had "some difficulty" passing the lateral mesh legs of the device through the arcus tendineous on the patient¿s left side. The physician completed the procedure with this device but immediately following the procedure, the patient reported buttock pain. The physician opined that the pain was due to the lateral mesh legs and not the sacrospinous ligament mesh legs. The patient had physical therapy and saw a neurologist, but the physician who placed the pinnacle decided to bring her back to surgery on (B) (6) 2010 to "revise" the mesh on her left side. During this surgery, the physician discovered granulation tissue and tried to "snip" the lateral mesh leg on her left side. It is unknown whether the doctor was able to snip the mesh leg. The physician has not heard from the patient "in a while" and opines that the patient is doing better because he has not heard back from her.

Manufacturer narrative:
.